Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a progressa bed appeared to be overinflating. The bed was repaired approximately two and a half months ago. At this time the patient had a stage two pressure sore on their heel. The current staging of the pressure sore was not provided; however, it was described as ¿worsened.¿ upon examination of a photograph provided, the sore shows damage of the superficial layers of the skin through to deeper tissue with the presence of slough and biofilm; characteristics of a stage three (possibly stage four) pressure injury. The sore is currently being treated with a combination of antibiotic ointment, honey-based cream and mepilex dressing. Additionally, the customer reports that the patient¿s foot is not in direct contact with any of the bed¿s surface. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was evaluated onsite by a qualified technician. During inspection, the mattress underwent functional testing of multi climate management (mcm), rotation, percussion and vibration (p&v) using a 200-pound weight and the device was found to be functioning as designed. Blower hoses have no leaks. No leaks found in mattress and topper is new. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.